Manufacturer narrative:
Technician determined that the hi/low brake assembly is at fault. The technician removed, degreased and cleaned the hi/low brake assembly to resolve the issue.

Event description:
Technician discovered that the bed drifts down when raised. No patient impact.